Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 622 mg/dl on 9/1/2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, due to the elevated bg, the customer experienced a heart attack which resulted in a quadruple bypass surgery. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.